Event description:
It was reported to the co that the device was prepped normally, inserted into the patient and crossed the lesion. The balloon was inflated to occlude the vein graft at 5mm, then increased to 5.5mm. The rx ultra stent was then inserted and deployed at 12-13 atmospheres, approximately 40mm from the distal protection balloon. As the stent deployed, a puff of contrast was observed and the physician realized the occlusion balloon appeared to have deflated. The vessel was then aspirated two times and the device was replaced with another to complete the case. The patient is reported to be fine after the procedure.